Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the device. Grey connector was replaced, equipment repaired and verified according to original equipment manufacturer requirements. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. The device history record review confirmed that device conformed to specifications at the time of shipping. The connecting tube was unable to be connected as grey connector loosened and came apart. For the cause of the loosened connector, it is possible that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or it may have occurred by hitting something hard or aged deterioration. The instructions for use includes the following statements: chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
As reported for this event by the customer, the grey connector in the device broke. There is no harm or adverse impact to any patient. The device was not used until the repair was completed.